Event description:
Complainant alleged that the staff was attempting to defibrillate, using pd2200 multi-function electrodes. An 89 y/o male pt who was in ventricular tachycardia. They attempted to discharge the unit at 150 joules, but the device would not discharge. The staff checked the electrodes, and they appeared snug to the pt. The staff again attempted to defibrillate the pt at 150 joules, but the unit did not discharge. The staff then attempted to defibrillate the pt using the device's paddles, and the unit successfully discharged on their three attempts to discharge the paddles. There was no adverse effect on the pt.